Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 white pegs had connection issues and leaked 2024-08-24 treatment required the use of a tee switch, static push with an extension tube connected to the tee switch, leakage at the interface, given to re-replace the tee switch, good explanation.

Event description:
No additional information.

Manufacturer narrative:
Investigation result: a device history record review was completed by our quality engineer team for provided material number 394601 and lot number 3157250. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. In our instruction for use, which is enclosed in each box, our recommendation is: do not over tighten connections, check connections regularly, change stopcocks every 72 hours, when lubricious or fat infusates are used change stopcock every 24 hours. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.